Event description:
It was reported that the patient presented remotely on (B)(6) 2019 via merlin.net transmission due to nonsustained oversensing episodes. The episodes showed intermittent loss of right ventricular capture. The patient presented to the emergency room on (B)(6) 2019 due to multiple inappropriate shocks from the implantable cardioverter defibrillator. Review of the transmission noted the device delivered high voltage therapy due to ventricular fibrillation (vf), nonsustained right ventricular oversensing and t-wave oversensing. Low amplitude, noisy signal on the discrimination channel was causing undersensing of the far field secure sense signal and some undersensing was noted during tachycardia episodes on the v-sense amp channel due to the coil position in the superior vena cava. Additionally, a substantial drop in r-wave amplitude was noted on the device. A magnet was placed on the device in the emergency room to prevent further shocks, until the device was reprogrammed to therapies off. A chest x-ray noted that both the atrial lead and ventricular lead had dislodged and pulled back. This caused sensing of atrial fibrillation by the ventricular lead, leading to the shocks. Undersensing was likely due to the floating lead and interpretation of atrial fibrillation as vf. The leads could not be repositioned due to the helix on each would not fully re-extend after repositioning the chronic leads. The leads were explanted and replaced on (B)(6) 2019. The patient was stable.

Manufacturer narrative:
A complete lead was returned in one piece measuring 64.6 cm. Analysis was normal. No anomalies were found.